Manufacturer narrative:
Per tandem's user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 191 mg/dl due to air bubbles. Customer's blood glucose (bg) level was 191 mg/dl and a bolus was delivered to address bg. A system check was performed and the pump performed as intended. Reportedly, the pump disconnects the cartridge tubing from the infusion set site introducing air into the tubing. Customer was advised against this practice.